Event description:
Event description cpi received information that the physician noted a rise in patient's threshold measurement greater than 6.0 volts, and pacing impedance gradually increased to greater than 2000 ohms, sensing was adequate.